Manufacturer narrative:
The lead was returned with the distal segment severed, while the other segments returned passed resistance testing, thus all conductors were intact with no fractures noted. Visual inspection noted that the trilumen insulation was abraded through to the rate sense lumen, but the rates sense coils were not exposed due to gore insulation for the rate sense coil being intact. Laboratory analysis did not confirm the allegation of an issue with pace impedances as the returned lead segment measured normal for resistance.

Event description:
It was reported that high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead. The lead was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead. The lead was explanted and will be returned.